Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The patient is instructed to ensure that the patient line is properly primed prior to connecting. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred while the patient was connected to the device during the initial drain cycle. The patient stated that after initiating the initial drain he noted that fluid did not flow into the patient line. The patient was unsure how to reprime the line. The technical services representative (tsr) assisted the patient in clearing the alarm and went over proper setup procedure and reprime instructions. The tsr advised the patient to begin therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.